Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella 5.5 moved intoa patients ascending aorta. An attempt to advance was made at bedside with echocardiogram but was unsuccessful. The patient remained stable and the impella 5.5 was explanted.